Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion. Concomitant medical product: 4965-50 lead: (B)(6) 2011. (B)(4).

Event description:
It was reported that the device indicated elective replacement (eri) and it was questioned if it was early eri. The device was explanted and replaced. No patient complications have been reported as a result of this event.